Manufacturer narrative:
Reporting address & institution phone #: (B)(6). Reporter phone & email: (B)(6).

Event description:
The customer reported that the touchscreen responds with slowness and lack of precision. The customer reported that the reported issue was found during a routine test, outside of clinical use. Another equipment was put in its place. There was no patient or user harmed. The device was evaluated by a remote service engineer (rse) and determined a possible lack of calibration issue. A field service engineer (fse) was assigned to evaluate the device onsite. The fse calibrated the touchscreen and proper operation was verified. The necessary verifications were performed to certify that the equipment is back to the operating conditions prior to the failure. The device was returned to use.